Event description:
The angiosculpt balloon got stuck on the runthrough guide wire after the balloon was inflated two times at 10 atms for 15 seconds. The physician removed the angiosculpt device and the guide wire together and rewired the obtuse marginal (om) lesion. Lesion treated was fine, it just got stuck on the guide wire. Additional info received on (B)(6) 2012: rewiring of the lesion was required to stent the om lesion as pre-planned by the physician.

Manufacturer narrative:
The pt info is unk. The hosp declined to provide the pt info. The physician had to rewire the lesion for stent placement. This resulted in prolongation of the case. No clinical injury was reported by the physician. The angiosculpt device was returned with the guide wire intact. Evidence of laceration at the ex port suggest a guide wire prolapse occurred. The returned guide wire was unable to be removed from the device. Guide wire prolapse is a possible occurrence during the procedure as listed in the angiosulpt ptca scoring balloon catheter instructions for use (IFU).